Manufacturer narrative:
(Required secondary intervention) - evaluation results/conclusion: migration, endoleak; dilatation of the aortic neck.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 7.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at a routine follow-up, the stent graft was found to have had migrated 2.5 cm distally, with a proximal type 1 endoleak. The pt has had regular follow-ups and was asymptomatic. The decision was made to perform an intervention and this was planned for several weeks after diagnosis. At the time of migration, the aortic neck was found to have dilated and ranged from 26-32 mm in diameter over a length of 2 cm. It had a 35 degree posterior angulation. The aortic neck angulation and dilatation contributed to the endoleak and migration. Two aneurx cuffs and a talent cuff were implanted approximately 2 weeks ago, which successfully resolved the endoleak. In addition, to provide sufficient iliac limb support, an aneurx limb was implanted distally to extend the right limb down to the right hypogastric as a preventive measure. No additional clinical sequelae were reported.